Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria meaning that no issues were noted during the manufacturing process or quality control inspections. However, two internal rejects were found to have gauge accuracy issues, these rejects could be related to the reported event. Therefore, this could be a manufacturing related issue. Visual/microscopic inspection: the device was returned. There were no cracks identified on the device. Tubing was not kinked. No anomalies identified with the quick release button. Pressure gauge aligned with zero. Functional/performance evaluation: the device was filled with water for functional testing. The device was purged of any air then attached to an in-house pressure gauge. The handle was rotated slowly increasing the pressure of the device. It was noted that the pressure gauge on the device did not show an increase in pressure at the same rate as the in-house pressure gauge. The handle was rotated at an increased speed increasing the pressure in the device. It was noted that a delay in the pressure gauge on the device could be noticed at the increased speed. The pressure gauge of the device was removed and examined under black light. Excess glue could be seen in the filter of the pressure gauge. No anomalies were noted to the other components of the device. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for the device operating differently than expected, as the excess glue found on the filter of the pressure gauge led to the gauge not operating correctly. Labeling review: the current IFU (instructions for use) state: precautions: carefully inspect the device prior to use to verify that it has not been damaged during shipment. Do not use if device damage is evident. Discontinue use of the device if damage, malfunction or contamination is suspected during use. For experienced physician use only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or images have been made available to the manufacturer. The lot number for the device has been provided. A review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pressure gauge on the inflation device allegedly did not read pressure during the initial inflation. Reportedly, another inflation device was used to complete the procedure. There was no reported impact or consequence to the patient.